Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or deficiencies were found during the investigation; the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose rose to 23.8 mmol/l (428.4 mg/dl) while wearing the pod on the abdomen for between 1 and 4 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with anti-nausea medication and an insulin pen at the psychiatric clinic the patient is admitted to. The pod was removed and a new pod was applied.